Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure on (B)(6) 2016 including device implantation, hernia repair, and mesh use. Patient had linx device removed due to ongoing gerd symptoms on (B)(6) 2017; a recurrent hiatal hernia was found at the time of removal. Patient is being monitored by physician as they are experiencing post-surgical pain and nausea.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to a linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure on (B)(6) 2016 including device implantation, hernia repair, and mesh use. Patient had linx device removed due to ongoing gerd symptoms on (b))(6) 2017; a recurrent hiatal hernia was found at the time of removal.